Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic torn. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -4.5/1.5/93 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed and a replacement lens was later implanted. The problem was not resolved. Reportedly, "data status is fine. The patient is under observation because of lack of visual acuity."